Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this product was not removed during the revision procedure and did not contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing, cat#: 42521400512 lot#: 62866851, persona cemented posterior stabilized femur, cat#: 42500006002 lot#: 62908676, persona all polyethylene cemented patella, cat#: 42540000035 lot#: 62984041. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05563, 3007963827-2017-00245, 0002648920-2017-00507, 0002648920-2017-00508. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, popping sensation, fluid build-up and weakening of muscles. Patient also notes that the knee is warm to the touch. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed through review of medical records. X-ray review report by healthcare provider states that right total knee arthroplasty components appear intact and show no gross evidence of loosening on the x-rays provided. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products- palacos r&g bone cement, catalog # unknown, lot # 78174381.